Manufacturer narrative:
A product investigation was completed: the driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off and it was returned stuck into the received aiming arm. The alignment tab on the aiming arm is slightly gouged, but still functional. Overall, the aiming arm is in good condition with no other observable damage. Although the exact cause of the complaint condition could not be determined; the damage to the driving caps is most likely the result of off-axis hammering on the device before fully seating the driving cap on the aiming arm or from cross threading the device. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. The instrument(s) are used during femoral and adolescent tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned devices are multi use and are used for implanted nails. The complaint condition was most likely caused by the method of use rather than the design of the instrument. Although the exact cause of the complaint condition could not be determined, the damage to the driving caps is most likely the result of off-axis hammering on the device before fully seating the driving cap on the aiming arm or from cross threading the device. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: feb. 18, 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2015 when inserting a tibia nail the impactor tip broke off inside the insertion handle. The surgeon used towels to mallet the nail since the nail was already half way inserted. The tip remained in the insertion handle. There was less than a minute surgical delay. There were no issues completing the surgery. The patient had a great outcome and is doing well. This is report 2 of 2 for (B)(4).